Event description:
A vns treating physician reported to our distributor in (B)(4) that they had a patient who had been seeing their dermatology physician and had been given a treatment that was reported to have caused an infection from precordial region to the lead. Pus was noted in the lead area. The patient had their generator and lead explanted on (B)(6). A small portion of the lead remains implanted. The patient found suppuration above the collarbone in the middle of (B)(6) and visited a dermatologist in a clinic. The dermatologist did not know the patient had a vns and got out the lead under the suppuration, which caused infection about the lead. On (B)(6) 2012, their surgeon who performed implantation for this patient found the infection around the lead. Bacteria on the skin is the suspected organism for infection. Unknown if the patient manipulated the area.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.